Manufacturer narrative:
Date of event: either (B)(6) 2019.

Event description:
It was reported pericardial effusion occurred. A left atrial appendage closure procedure was performed. A 24mm watchman laa closure device was successfully implanted. Post procedure, either the same day or the next day, a pericardial effusion was observed. The effusion was drained. The patient remained in the hospital recovering due to other illnesses. No further complications were reported.